Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to broken trace. Software hardware low level failures alarm found in the pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. Customer's blood glucose was 201 mg/dl. Customer stated that they perform the self- test and during self-test the insulin pump received a hardware low level a failure alarm. The insulin pump will be returned for analysis.